Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 10 mg/ml at a dose rate of 0.580 mg/day via an implantable pump for spinal pain. It was reported that the company representative received a call today from hcp that stated this was the first time they ever saw this patient, and when the pump was interrogated they confirmed codes 235, 236, 260 and 263. It was noted that the patient was "fired" from their previous physician due to noncompliance. The low reservoir alarm date was (B)(6) 2019. The company representative had no other info at the time of the call but needed to know what the next steps should be. At the time of the report technical services troubleshooted with company representative and reviewed pertinent information per their inquiries. Technical services had the company representative conference in the hcp on the phone. Additional information including patient /device/ drug information, etc. Was obtained and per the event logs the empty reservoir had occurred (B)(6) 2019. As per the hcp, the patient experienced no withdrawal symptoms and had been taking over the counter meds for their therapy. The hcp was to confer with the patient. Additional information was later received via the hcp on (B)(6) 2020. The hcp had spoken with the patient and had giving the patient the options. The patient decided she wanted to have the pump programmed to off state. The verbal approval from the hcp was given and it was noted that they knew this was a terminal state and the pump would be completely and permanently disabled. It was further noted that the hcp stated the patient also understood and wanted the pump off. The hcp was assisted, and the pump was programmed to off state successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the rep indicated the reason for the pump going empty was because they missed a refill with a physician and was "fired" according the advanced pain medicine associates. The rep had no idea if the pump would be explanted. The rep stated that the physician they were in contact with did not accept the patient into their practice because they had been "fired" from another physician. The rep did not know the patient's weight and stated they "did not put eyes on" the patient. The rep was contacted by a physician and directed the physician to call customer service.